Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The cause of the failure was contamination on the battery board and an open y1 oscillator. The cause of the open oscillator is the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a battery charger was resetting.